Manufacturer narrative:
No part or lot information was provided by the reporter. No definitive root cause could be established. No explants are available for return. Possible adverse events loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
On 22 may 2024, seaspine was made aware of a 4-month post-operative set screw loosening event involving the mariner posterior fixation system. Provided x-ray shows multiple set screws disengaged from the construct. The initial surgery date was not provided; revision surgery was performed on (B)(6) 2024. No patient injury was reported. No explants are available for return.